Manufacturer narrative:
The involved product was returned in a condition which not allows a complete investigation. The transducer was dismantled and the wires were cut off. Therefore no functional test could be performed and the measurement issue could not be tested. Pulsion medical systems se is unable to confirm the customers experience, as the product was not returned in its original condition. However a visual check was performed, but could not identify any damage or deviation according to its specification. Furthermore no leakage at the three-way-stopcock could be reproduced, contrary to what was reported. A review of the DHR could not identify any non-conformities relevant to the reported issue. The investigation result did not confirm the reported event. In total, the complaint rate for any kind of leakage of the picco monitoring kit is below 0,1 %. There is no indication or evidence that the device fail to meet its specification. The technology provided by pulsion is an advanced hemodynamic monitoring for intensive care and an aid for intensive care treatment. There is no trend for this kind of issue, no further actions will be taken. This event will be further monitored on the market in order to identify trends.

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be sent with the evaluation results when received. A review of the manufacturing records was completed. No deviation or abnormalities could be detected. Device not returned.

Event description:
It was reported that after placing the picco catheter left femoral a leakage at the three-way stopcock of the pcco monitoring kit was found, after no signal could be detected. A leaking luer connection of the transducer is regarded as a malfunction that could lead to a serious blood loss, if the malfunction is to recur. No harm or clinical consequences to the patient occurred, but it could if it is to recur. No blood loss defined as serious injury occurred. Manufacturer reference #(B)(4).